Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with a handpiece and viscoelastic. It is unknown if the approved component of the viscoelastic was used with this lens/cartridge combination. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided by a health care professional (hcp) that the root cause of the event was associated with the use of an intraoperative aberrometer. The replacement lens was one diopter difference in power. (B)(4).

Event description:
Additional information was provided by the nurse, who reported that the event resolved with treatment. Approximately 11 weeks following the intraocular lens implant procedure a piggyback iol was implanted. One month later, the initial iol and piggyback iol were removed and exchanged for a difference of one diopter. According to the nurse, in the surgeon opinion the wrong diopter was implanted, which was associated with the use of an intraoperative aberrometer.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A purchaser reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for a difference of one diopter. The reason is unknown. Additional information has been requested.